Manufacturer narrative:
(B)(4). A valid lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that staples malformed. During the radical gastrectomy for gastric cancer, after fired, found the donuts were not complete, the cut line is not good. Suture was used to sew the wound. There were no adverse consequences to the patient.